Manufacturer narrative:
No further information is available at this time. A supplemental report will be supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that data was downloaded on (B)(6) 2014 at 1122. The patient started experiencing feeling "sluggish, and dizzy", also noticed that he did not have a flow on his display module and power was spiking up to 11. The patient spoke with a coordinator and was advised to drink more and cut back on bumex. But ended up being admitted last night. He also explained that his batteries (starting over the weekend) were only last 3-4 hours when they normally last 10-12. Looking into history, I see that the speed will drop to 9000, and the power and flow both will spike as high as 11. His bedside nurse states she has seen the speed drop as low as 8300, but I did not see that in the history. Ldh is 700's and plasma hgb is 18. Urine is clear and yellow. Additional information from clinical specialist: ejection fraction 15%, no signs of recovery. Aortic valve opening with every beat. The batteries now lasting longer while patient is hospitalized. Controller changed to rule out issue per doctor orders. The patient was placed on new epc. Primary controller returned to the manufacturer for interrogation. The log file has been reviewed. There were 48 events captured for power elevations. All were associated with pi events. No other alarms or events noted in the 18 hours worth of data. Set speed of 9400 with a low limit of 8800. Team assess native heart on echo, history of improved native function that may be contributing to pi events.

Manufacturer narrative:
Device evaluation: the report of power elevations and flow issues was confirmed through the analysis of the log file retrieved from the returned system controller. The patient was provided with a new system controller at the time of the event and the patient remained stable. Although a root cause for the reported event could not conclusively be determined, the patient remained ongoing supported by the pump. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was readmitted for cardiac heart failure exacerbation. The patient's diuretics were increased, his blood pressure medication was increased, and spironolactone was discontinued. The patient's left ventricle lead was turned off during an earlier admission. The patient was stable and ongoing during a follow-up visit to the clinic and no further issues were reported.